Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, illness requiring steroids, psychological disorder, preceding/simultaneous bone augmentation, pain, swelling, abscess, inflammation, mobility. Ridge expansion as augmentation. Mm2024_1326 and 2024_1327 are the same patient.